Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level as the levels remained within the normal range. Technical support instructed the caller on correct button usage and arranged for a replacement pump to be sent. The customer was advised to return the problematic pump using a pre-paid label within ten days.